Event description:
It was reported that the ilet displayed an alert 38 indicating consecutive stalled motor with restart alarm behavior, after which the user performed a dry run successfully but could not complete a full supply change at work and received an unable to proceed alert when attempting to fill the tubing; the user was advised to follow physician instructions for insulin administration while off pump, and blood glucose was reported in range at 158. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the pump consistent with a stalled motor condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.